Event description:
Information received indicates the head section gas springs were leaking fluid, not allowing the head section to lower.

Manufacturer narrative:
The technician replaced the head section gas springs to repair the stretcher.